Manufacturer narrative:
The reported event of calcification could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2015, a 23mm epic stented porcine heart valve w/flexfit system was successfully implanted in a patient. On (B)(6) 2019, the patient required emergency surgery due to acute dysfunction and rapid deterioration of the trifecta valve. The patient had symptoms of progressive heart failure and acute lung edema. The cause of the structural valve degeneration (svd) was an accelerated process of calcification of the biological tissue of the prosthesis valve. The device was explanted and replaced with a non-abbott device. Observation of the explanted device showed acute dysfunction of the valve prosthesis caused by calcification. On (B)(6) 2019 the patient passed away in intensive care secondary to the surgical procedure, cardiogenic shock, and surgical bleeding. Additional information was requested but was not available from the site.

Event description:
It was reported that on (B)(6) 2015, a 23mm epic stented porcine heart valve w/flexfit system was successfully implanted in a patient. On (B)(6) 2019, the patient required emergency surgery due to acute dysfunction and rapid deterioration of the valve. The patient had symptoms of progressive heart failure and acute lung edema. The cause of the structural valve degeneration (svd) was an accelerated process of calcification of the biological tissue of the prosthesis valve. The device was explanted and replaced with a non-abbott device. Observation of the explanted device showed acute dysfunction of the valve prosthesis caused by calcification. On (B)(6) 2019 the patient passed away in intensive care secondary to the surgical procedure, cardiogenic shock, and surgical bleeding. Additional information was requested but was not available from the site.